Manufacturer narrative:
A field service engineer (fse) went on-site and exercised reagent probes by running patient pool of samples 20 replicates multiple cartridge chemistry (cc) reagent side tests as batch of 12. Reagent probe b collar wash valve failed first loosing vacuum and waste and wash solution started to flood instrument from reagent collar/probe. Fse replaced reagent probe collar waste valve and performed same test to confirm instrument was operational after running for about hour before reagent probe a collar wash valve failed and began to flood instrument. Fse replaced the valve. It appeared after valves got hot they would stick or flood instrument. Fse performed same stress test on valves/collars/probes with no flooding of instrument after 2 hours. Fse removed all reagents that were potentially contaminated and were all replaced with new reagents and there were no further complaints of leaking from this account.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the floor was wet under the unicel dxc 660i synchron access clinical system reaction, reagent and sample carousel. The customer restarted instrument and watched for leaks but none were reported. No injury was reported.